Event description:
The dentist reported that this abutment fractured.

Manufacturer narrative:
The complaint investigator¿s visual inspection of returned component has confirmed the device has fractured on the thread of the abutment, red residue remained on the external surface of the abutment and voids appeared on the external surface of the abutment. A complete dimensional analysis cannot be performed due to the damage of the as returned product. The review of the device history review records did not provide any indication of a manufacturing deviation that would contribute to this event. A definitive root cause has not been determined